Event description:
The customer reported that the device doesn't turn on when they turn the energy select switch.

Manufacturer narrative:
(B)(4): the customer reported that the device doesn't turn on when they turn the energy select switch. The device was evaluated by a philips field service engineer. The optical switch was replaced to resolve the issue.